Event description:
It was reported that the penta was being advanced over a guide wire, when resistance was met prior to going into the "rhv". The penta was removed from the guide wire and it was noted that the catheter tip had detached and remained on the guide wire. The product was not used on the patient.